Event description:
A customer observed three non-reproducible falsely elevated trop I es results on the vitros eci analyzer. Biased results were not released. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc complaint.

Manufacturer narrative:
Investigation into this event showed that the event was instrument related. The field engineer replaced the universal wash bottle cap and post service, the instrument was returned to expected operation. The root cause of the event is instrument related.